Event description:
Reporter stated that patient discovered insulin leakage inside of the device's insulin cartridge chamber. They indicated that enough insulin has collected inside of the device, that if the device is turned upside down, insulin will drip from cartridge compartment. Additionally, they reported that there appears to be moisture inside of the device display. No error messages were generated by the device. Reporter stated that pt's blood glucose has been elevated (values nor provided); however, no treatment was received.